Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2014 and suture was used. During a procedure, the needle broke in half while suturing near the pubic bone. The needle fragments were retrieved successfully. Another like product was used to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.